Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported the keypad on the insulin pump was lagging and taking 15 to 20 seconds to respond. Customer's blood glucose was 108 mg/dl. Customer stated it had been drizzling while he was coming into work, but not particularly hard. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
All buttons functioned properly. However, the insulin pump had moisture damage on keypad traces. The insulin pump received with minor scratches on display window and cracked reservoir tube lip. No moisture damage inside insulin pump noted.